Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a monorail (mr) taxus liberte sds (stent delivery system). The balloon was tightly folded with crimp marks showing evidence of the stent securement. Magnified and tactile inspection of the sds and stent implant revealed no irregularities or damage. The stent implant was received detached from the sds. There was no evidence of any material deficiencies that could have contributed to the stent detachment. The outer diameter of the of the stent was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-00913. It was reported that during a coronary artery stenting treatment procedure a stent dislodgement occurred. The lesion was located in the lcx (left circumflex) artery with a 90 degree angle before the lesion. The physician predilated and attempted to deliver the 2.25x28mm taxus liberte atom stent to the lesion. However, the lesion was too tortuous and the stent delivery system was unable to cross. The stent delivery system was pulled back into the guide catheter and removed. The stent dislodged outside the patient. Another attempt to treat the lesion was made with a 2.25x16mm taxus liberte atom stent; however, it was also unable to cross the lesion. The procedure was not able to be completed due to this event. There were no reported patient complications and the patient's condition was stable.

Event description:
Same case as MFR report #: 2134265-2011-00913. It was reported that during a coronary artery stenting treatment procedure a stent dislodgement occurred. The lesion was located in the lcx (left circumflex) artery with a 90 degree angle before the lesion. The physician predilated and attempted to deliver the 2.25x28mm taxus liberte atom stent to the lesion. However, the lesion was too tortuous and the stent delivery system was unable to cross. The stent delivery system was pulled back into the guide catheter and removed. The stent dislodged outside the patient. Another attempt to treat the lesion was made with a 2.25x16mm taxus liberte atom stent; however, it was also unable to cross the lesion. The procedure was not able to be completed due to this event. There were no reported patient complications and the patient's condition was stable.